Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, pacemaker interrogation showed vvi mode. Another pacemaker was used for the procedure. Patient was stable.